Event description:
Customer reported 2 discordant po2 and pco2 results on the instrument. There was no report of injury due to this event.

Manufacturer narrative:
Customer refilled the electrodes as advised by siemens technician and all the quality control and calibration results came in range. Instrument is operational.